Event description:
New information received notes that a revision procedure was performed and a new lead was implanted on (B)(6) 2026. No information regarding adverse patient consequences were reported.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.